Event description:
It was reported that the patient with this pacemaker had possible infection due to swelling in the skin around the device. There were no additional adverse patient effects reported. The pacemaker remains in service.